Event description:
It was reported that a request was made for technical services (ts) to review stored episodes to evaluate ventricular pacing capture for the patient. Upon review, ts identified low amplitude signals from this right ventricular (rv) lead. Ts considered that no loss of capture (loc) took place in the evaluated event. Additionally, the health care professional (hcp) reported that this rv lead exhibited oversensing of noisy signals, as well as lead safety switch (lss) due to out-of-range impedance measurements. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
The device was not returned for analysis as it remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.